Event description:
It was reported that during an unk procedure, when cystic artery and cystic duct were being ligated, the clips did not close the v-shape. Therefore, the ligation was not proper. The vesseles were traumatized during extraction of the clips. Surgeons determined post-operative bleeding in the pt during laparotomy. Surgeons discovered that the bleeding was coming from the artery that was ligated with the clips. The pt was reoperated. The hemostasis was estbalished during laparotomy.